Event description:
It was reported that prior to starting a da vinci s procedure the large needle driver instrument did not seat in the robot correctly. The instrument was not used in the case. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the instrument did not seat in the robot correctly. The instrument was installed on an in-house is3000 system for a functional test. One grip axis input did not engage properly. Visual inspection showed the input disc had excessive lateral play. The housing was removed to find the grip axis bearing with a loose cage feature. The loose bearing feature resulted in lateral play of the input disk/shaft, causing possible engagement/motion issues. 48 - additional observations not reported by site were corroded clamping pulleys and tube damage. Clamping pulleys exhibited discoloration and signs of light pitting corrosion. The main tube exhibited wear marks with light material removal and a rough surface finish throughout the entire length of the tube (prox, mid, distal). Both failures may be caused by improper cleaning. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.